Manufacturer narrative:
B3/d10: the issues occurred on unspecified dates "a week before" the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes had connection issue; further described as ¿machine line coming off easily¿. This was observed during use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.